Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change module was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call.

Event description:
The hospital reported the co2 values were higher than expected.. There was no reported patient injury.